Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital due to heart failure symptoms. During device interrogation patient went into vt/vf. The patient was coding and pc shock was delivered. Programming changes were made. Lab results revealed a very low potassium level. The patient is stable.